Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low battery and failed battery tests. The customer states the batteries are not lasting as long as they are supposed to be. The customer states they have been having sporadic issues with battery life for months now. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The batteries were noted to not last a week of use, and the customer did not receive weak battery alert. The customer was advised that failed battery test alarms will prompt every time new batteries are inserted, until the alarm is cleared. The customer was advised that a replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist.